Event description:
It was reported that patient is experiencing an increase in seizure activity and was referred for vns replacement due to suspected low battery. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.